Event description:
A malfunction alarm occurred, labeled as malf 3, and it was confirmed that no events led to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump under warranty and confirmed that the customer would use multiple daily injections as a backup therapy. Instructions included putting the pump into storage mode and returning it within 10 days using a pre-paid label.